Manufacturer narrative:
H3: product ID 97740 serial# (B)(6) was returned for analysis. Analysis found the face plate was scratched and the lcd was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins).  Pt said this system was programmed with 5 of the same settings as the old system, but system was "never programmed" and pt said the system had since gone into an undercharged state because pt was never provided with charging equipment for the system. Now, pt got electrical shocks and wanted to charge the implant, but needed charging equipment. Pt said they saw a pain specialist two months ago. Pt said they had one programmer for the system, but the programmer was not functioning right. Programmer would no longer communicate with the ins; pt then said that it would communicate and they could adjust settings. Pt did not have programmer with them and had to get programmer from their room.  Pt said in the background of the call "you have to hit it just right or it will not work." Pt programmer screen would not turn on even though new aaa batteries were put in pt programmer. An email was sent to the repair department to replace pt programmer. During the call, caller said certain devices, including pacemakers, do not work in prisons because of magnetic activity(no specific patients or instances were mentioned). No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97740, serial #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New information was received. Patient and their nurse called to report that the patient programmer was received, but the recharging system was never received. Patient got re-implanted in (B)(6) 2023, and they ordered patient a new recharging system but it was left at the hospital and they sent it back to the manufacturer. Replacement system was ordered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a nurse called. Patient programmer was used and cannot find ins. Recharger was used and cannot communicate with ins. Patient reported he thinks stim is on and shocking. Nurse noted patient has "charged" for 5-15 minutes at a time. Reviewed need to connect with their doctor (hcp). Nurse reported patient has an upcoming appointment where discussion around removal of the system will take place. Reviewed potential for physician recharge mode (prm) to be completed.